Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box and alarm history showed that call service 060 alarms were recorded. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours using the returned battery cap with no alarms were duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.